Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt went in for a paddle lead revision and the physician ended up explanting her neurostimulation system. The pt stated "a few pieces of lead remained in her spine." Additional info has been requested but was not available as of the date of this report.